Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to a refractive surprise. The lens was exchanged for a different power lens and the problem was resolved. The patient's post-operative best-corrected visual acuity was 20/23.

Manufacturer narrative:
(B)(4): (refractive surprise), (lens explanted). (B)(4).